Event description:
It was reported that; pt states that her hip is swollen; that she experiences sharp pain when walking or entering the car. Pt is also stating that her hip feels tender and that the pain has been on going since (B)(6). Pt reports that she has been to see her surgeon and that he has done the blood work and had x-rays taken and the results are pending.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risk associated with these devices. The reported event is considered to be under the scope of this recall.